Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code appeared again.